Event description:
The customer stated that the display on the insulin pump was frozen. The customer stated that he left the insulin pump in his car for a while. When he went to reconnect to it, the display was blank. The reported blood glucose reading was 279 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty liquid crystal display board.